Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that an alert was observed on a remote transmission due to sic (sensing integrity counter) ¿count and nsvt (non-sustained ventricular tachycardia). In the clinic it was discovered that this was due to t-wave oversensing (twos) on the right ventricular (rv) lead. The sensitivity was reprogrammed for the lead and the rv lead remains in use. Additionally, it was reported that the clinic was still seeing the lead warning when the patient transmits in both the transmission list and in the observation box when there is actually not any anomalies that should trigger new alerts. It was explained to the clinic the appropriate way to clear the alert. The device remains in use. No patient complications have been reported as a result of this event.